Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was broken upon removal from the package. The procedure was completed with a new flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as result of this event.